Event description:
The initial reporter alleged discrepant results for three patient samples tested with the hbsag g2 elecsys cobas e 100 v2 assay on the cobas e411 rack analyzer. The samples were from pregnant women at an obstetrics and gynecology clinic. For sample 1, the first run on (B)(6) 2021 yielded a result of 16.15 coi (reactive), while a second run on the same sample yielded a result of 0.573 coi (non-reactive). For sample 2, the first run on (B)(6) 2021 yielded a result of 2.04 coi (reactive), while a second run yielded a result of 0.342 coi (non-reactive). For sample 3, the first run on (B)(6) 2021 yielded a result of 2.89 coi (reactive), while a second run yielded a result of 0.290 coi (non-reactive). The results of other tests conducted at the customer site were not affected, and no alarm was issued during the testing process. No comparator results were available for these samples.

Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hbsag ii assay performed within specifications. As stated in the instructions for use (IFU), initially reactive results can occur and should be retested in duplicate to confirm the final result. A review of calibration and quality control data indicated that the calibration signals and quality control results were within the specified ranges, although occasional fluctuations were observed. No instrument-related issues were identified, and the analyzer was confirmed to be in good working condition. The root cause of the reported event was attributed to the inherent characteristics of the assay, as described in the IFU. The device remains in operation at the customer site.